Event description:
The pt was implanted with a left ventricular assist device (lvad). The surgeon reported that the pt was sliding into renal failure and in addition, low flows alarms were observed along with pump power spikes to as high as 22 watts. The hosp suspected thrombus in the pump and as a result, a decision was made to replace the lvad with another lvad. The device was successfully exchanged and the pt was transferred to ICU for recovery.

Manufacturer narrative:
The pt remains ongoing on lvad support without any further issues. The explanted device was returned to the MFR for analysis. Eval of the disassembled pump identified a denatured thrombus formation around the inlet bearing ball. Exam of the inlet thrombus revealed that it had formed over an unspecified period of time while the pump was in operation, likely as a result of increased bearing heat. The exact cause or origin of the thrombus could not be conclusively determined although it was occluding the blood path and would have affected flow through the pump and led to the reported pump power spikes. Exam of the pump inlet bearings revealed no unusual surface wear or defects that would have contributed to increased bearing heat. Similar thrombus was noted on the rotor and in the outlet stator and it appeared likely that the thrombus on the rotor and stator may have originated from the thrombus that formed on the pump inlet bearings and was ingested into the pump. The thrombus in the outlet stator was partially occluding the blood path but did not appear to restrict flow enough to have affected the functionality of the pump. The attached user facility report was received from the intermacs registry. No further info is available. The MFR is closing its file on this event.